Event description:
The facility reports the resident was being lifted from the chair. The resident lost grip on the handles and slipped through the sling. Resident was assisted to the floor by the cnas, but suffered impacted fractures of the humeral heads (both shoulders).